Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeons were bending this rod in-situ with 5.5 mm diameter coronal benders and it broke cleanly. Neither myself, the surgeon nor her pa has ever seen that happen before. The rod had to be removed and replaced with another of the same. There was cause for concern trusting another rod not to be possible faulty, but we verified the new rod that was used was a different lot number.

Manufacturer narrative:
One (1) viper2 straight rod480mm, cocr was returned for evaluation. Visual examination at the macroscopic level revealed that the fractured rod broke at the approximate midpoint of the sample. The image exhibits ratchet marks identified which suggests a possible origin or crack initiation site. The surface on the right also shows striations/progression that extend across the surface toward the potential crack termination site. The faint beach mark lines and shape suggest a one-way bend causing a moderate overload, without a stress concentration, leading to ultimate failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the intra-operative breaking of the viper2 480mm cocr straight rod cannot be determined with the information provided. However, fracture analysis of the returned rod revealed faint beach mark lines and shape suggest a one-way bend causing a moderate overload, without a stress concentration, leading to ultimate failure. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.